Event description:
Related to MFR report # 2183959-2012-01829. It was reported by the plaintiff's attorney that on or about (B)(6) 2010 the plaintiff was implanted with an elevate anterior prolapse repair system "with the intention of treating the plaintiff for pelvic organ prolapse and/or stress urinary incontinence". It was alleged that the plaintiff "has experienced significant mental and physical pain and suffering, has required additional medical treatment", has "sustained permanent injury", "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, stress urinary incontinence, cystocele, rectocele, infection", "was injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering", and has had "other injuries".

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.